Event description:
It was reported that before surgery, on (B)(6) 2025, the unit did not spray at all. There was no patient involvement. At device evaluation it was noted the battery leaked electrolyte. Due diligence is complete and no additional information is available.

Manufacturer narrative:
The initial/final event is being captured under (B)(4). G2: foreign - event occurred in japan. E1: telephone- (B)(6). Functional testing found the device would not power on with the original battery pack nor when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. Also, the motor would power on when the electrodes were made to touch in both trigger modes when connected to the lab battery pack. No other damage was found. Lot identification is necessary for review of device history records, and lot identification was not provided. The event is confirmed the root cause of the reported issue is attributed to the device manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.